Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the coil (subject device) encountered resistance while advancing inside a microcatheter. When the subject coil was retracted, it was found that the subject coil had prematurely detached and was stuck at the tip of the microcatheter during the procedure. The stuck subject coil could not be removed even when a guidewire was used to remove it. The subject coil which was stuck inside the microcatheter was removed successfully from the patient¿s anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the coil (subject device) encountered resistance while advancing inside a microcatheter. When the subject coil was retracted, it was found that the subject coil had prematurely detached and was stuck at the tip of the microcatheter during the procedure. The stuck subject coil could not be removed even when a guidewire was used to remove it. The subject coil which was stuck inside the microcatheter was removed successfully from the patient¿s anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device was returned, and the reported lot number was confirmed from catheter hub. During visual inspection, the main coil was seen to be stuck in the catheter hub due to which the functional testing could not take place. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared per the dfu, continuous flush was maintained throughout the procedure and the patient's anatomy was very thin and tortuous. The main coil was seen to be stuck inside the concurrent catheter shaft. In the case of this complaint, it is most likely that the coil was stuck during coil advancement against friction causing the coil to prematurely detach due to very tortuous anatomy of the patient. This complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed events.